Manufacturer narrative:
Customer reported unknown lot number for product associated with this report. Lot #s 2020-08 af and 2020-06 bb are both found in stock at facility.

Event description:
Customer reported c1544 compound benzoin tincture was applied to a female patient prior to placement of outpatient monitoring electrodes on (B)(6) 2015. Customer stated the patient called to report she was seen in the (B)(6) and was diagnosed with 1st degree burns under all 8 electrodes (6 on chest and 2 under left breast). Customer reported the patient stated the areas were a little larger than a half dollar and shaped like an electrode. Patient reported she was given a rxs for an oral steroid and a topical burn cream (unspecified names). The patient was also reportedly instructed to take zyrtec and to take ibuprofen and as needed for discomfort. Customer reported the patient stated the areas are healing and they feel a little better today ((B)(6) 2015).